Manufacturer narrative:
Additional information and the product have been requested yet not received. Report 3 of 3.

Event description:
Report received from (B)(6) states: "the problem was that the tubing was clogged. No patient impact."